Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h11: the returned device was visually inspected; no external defects were identified. The distal end of the scope was articulated in all directions and combinations of directions using the knobs on the handle and no articulation issues were observed. Also, both channels from the fluidics control valves were checked and there weren't any damages seen on them that wouldn't allow the insufflation to be correctly done as seen on the product analysis. During the functional test, the scope was plugged into an exalt model d controller and displayed a live, clear image. The image wasn't lost with the flush test. The scope remained connected for more than five minutes while doing the flush test and the scope still showed imaged. The electrical test measurements were within the normal values; no shorts in the circuit were detected. The reported event was unable to be confirmed, as loss of visualization and valve body flow issues were not replicated during analysis. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on all gathered information, boston scientific concludes that the reported event not confirmed. The device returned without any visible failure and after a functional and electrical inspections, no failure was observed on the device. There is no reported problem on the exalt controller that was used during the procedure but perhaps the controller used with this scope was interfering with the correct performance of the scope since the reported event wasn't seen during the device analysis.

Event description:
It was reported that an exalt model d single use scope was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2024. Prior to the procedure, the physician tested the suction, lens cleaning and insufflation and they were all successful. When the doctor intubated the patient and got the scope down to the duodenum, insufflation was decent but not great. At this point, the plastic stent was pulled through and out of the scope. When the physician tried to re-cannulate the cbd to obtain a cholangiogram, the bowel was collapsed, and visualization was not regained. The water bottle was exchanged, tubing was replaced, air/water button was replaced, suction was decreased, and co2 pressure was increased, but the device was removed, and the procedure completed with a reusable scope. There were no patient complications related to this event.

Event description:
It was reported that an exalt model d single use scope was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure on april 22, 2024. Prior to the procedure, the physician tested the suction, lens cleaning and insufflation and they were all successful. When the doctor intubated the patient and got the scope down to the duodenum, insufflation was decent but not great. At this point, the plastic stent was pulled through and out of the scope. When the physician tried to re-cannulate the cbd to obtain a cholangiogram, the bowel was collapsed, and visualization was not regained. The water bottle was exchanged, tubing was replaced, air/water button was replaced, suction was decreased, and co2 pressure was increased, but the device was removed, and the procedure completed with a reusable scope. There were no patient complications related to this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.